Manufacturer narrative:
Product analysis confirmed the reported device allegation. The product record review indicated that the reported events do not represent a new or unanticipated event. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information. The ams700 was visually inspected and functionally tested. No leak was found. The pump was not functionally tested due to contamination. There was a leak in one cylinder body due to undetermined wear. The other cylinder performed within specifications. The product analysis confirmed the fluid loss allegation. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was due to fatigue at the corner of a fold. The product analysis confirmed the allegation of fluid loss. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 881094019, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to fluid loss in system at an unknown location. All the components were removed and replaced with a new ipp. The patient had a good outcome with no further adverse effects. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.

Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 881094019, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to fluid loss in system at an unknown location. All the components were removed and replaced with a new ipp. The patient had a good outcome with no further adverse effects. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.